Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot, part number: 314.550, lot number: 32p6792, manufacturing site: haegendorf, release to warehouse date: 18 december 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: it was reported that on (B)(6) 2021 the 2.5mm hex screwdriver shaft small broke in surgery. It is unknown if the procedure was successfully completed. There was no surgical delay and no patient consequence reported. This complaint involves one (1) device. H6: investigation flow: damaged. Visual inspection: the 2.5mm hex screwdriver shaft small/qc/165mm (p/n 314.550 & lot # 32p6792) was received at us cq. Upon visual inspection, it was noticed that the hexagonal tip of the screw driver is broken. No other issues were identified with the returned components of the device. Device failure/defect was identified. Dimensional inspection: dimensional inspection of the distal hex tip could not be conducted due to broken tip and post manufacturing damage/deformation instead the shaft diameter just proximal to the breakage was measured since the distal tip was broken. Investigation conclusion: the complaint condition is confirmed as the hex tip was broken. No definitive root cause could be determined. It is likely that excessive force/torque was applied during screw insertion, leading to the breakage of the hex tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the 2.5mm hex screwdriver shaft small broke in surgery. There was no surgical delay and no patient consequence reported. This complaint involves one (1) 2.5mm hex screwdriver shaft small/qc/165mm. This is report 1 of 1 for (B)(4).